Event description:
The caller reported that while using a size 8 disposable cannula tracheostomy tube, the cuff would not hold air. A new tracheostomy tube was put in the patient. The caller did not know if the user had done any pretesting of the tube's cuff.

Manufacturer narrative:
On 06/16/09, the 8 dct tube was received for failure investigation. An inflation/deflation test was performed with 17 cc of air being added to the cuff which would not hold air. Next, the tube was submerged into a container with water, repeating the process of adding 17 cc of air. A leak was observed at the cuff. During the analysis, the cuff was examined visually and several rips in the cuff were observed. The reported failure mode was confirmed and the damage present was found not to be related to manufacturing.